Manufacturer narrative:
The tech found a missing nut and bolt on the brake linkage. The tech replaced the nut and bolt to repair the stretcher.

Event description:
Info received indicates the brake is not working on the head end of the stretcher.